Event description:
It was reported that this right ventricular (rv) lead exhibited slightly high shock impedance measurements, with values approaching approximately 100 ohms. No values were reported to be out of range. Boston scientific technical services provided troubleshooting options to the field, and the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the rv lead later exhibited high out of range shock impedance measurements of greater than 125 ohms. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.